Event description:
It was reported that the customer broke the belt clip because the belt clip was caught on the seatbelt, breaking the eyelet. The customer's blood glucose was 496 mg/dl. The customer treated herself with a bolus. Advised that a replacement belt clip would be sent. The customer stated that her blood glucose was fine after changing out the infusion set. The customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify